Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 150 mg/dl.